Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure was successfully completed. The patient remains unconscious in intensive care with pupillary reflex, light reflex and slightly reacts to stimulation from outside. No additional information was provided. The physician comments that it is unknown whether the thrombosis was caused by the patients health condition (medical history and medication), the lesion condition, or the stent. The 2.5x28mm xience alpine referenced in is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and ventricular fibrillation are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90 % stenosed, eccentric lesion in the distal to proximal left anterior (lad) coronary artery. On (B)(6) 2016; the patient experienced myocardial infarction with creatine kinase (ck) test level of 1029. A 2.5x28 mm xience alpine stent delivery system (sds) was deployed at 14 atmospheres in the distal part of the lesion, and the proximal part of the lesion was dilated with the sds balloon. A dissection was noted in the proximal part of the lesion causing poor blood flow of the second diagonal branch, which was treated with a 1.5x15mm trek balloon dilatation catheter (bdc). A 3.0x23mm xience alpine stent was implanted in the proximal part of the lesion, overlapping the 2.5x28 mm xience alpine stent. The stents were well apposed. The patient remained in the hospital for follow-up, and on (B)(6) 2016, the patient experienced ventricular fibrillation followed by asystole (cardiac arrest). Cardiopulmonary resuscitation (CPR) and defibrillation were performed. After half hour the patient had a heartbeat again. Subsequently, the patient underwent CABG and pci. Angiography confirmed in-stent thrombosis, aspirated with a non-abbott device. Through ivus, it was noted that the distal part of the 2.5x28 mm xience alpine stent was not dilated enough. The two implanted xience alpine stents were further dilated with a 2.75x15 mm nc trek bdc without issue. Blood flow was recovered in the lad and also in the second diagonal branch was confirmed.